Event description:
On (B)(6) 2010 the lay user/patient in the UK contacted lifescan (lfs) to report the one touch ultrasmart meter had a display issue. On september 3, 2010 the technical service representative (tsr) spoke with the patient to obtain and clarify information. On (B)(6) 2010 at 4:00 pm, the patient noted the reported meter had a display issue, in that half of the screen's pixels were missing. The patient was unable to discern his blood glucose readings. The patient ate a meal of a tuna sandwich. At 9:00 pm, the patient experienced the symptom of coma. A friend contacted emergency services. Paramedics arrived at 9:15 pm and tested the patient's blood glucose level to be 1.0 mmol/l and 0.9 mmol/l (18 mg/dl, 16 mg/dl). The patient was treated with glucagon, and transported to the emergency room. The patient was unable to provide his blood glucose level as tested in the emergency room or the treatment received. The patient takes an unspecified insulin four times per day at an average dose of ten units. His expected blood glucose readings are 8.0 mmol/l. The meter, test strips and control solution were replaced. The patient allegedly suffered the symptom of coma and severe hypoglycemia after he was unable to determine his blood glucose readings due to the meter display issue, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(B)(6).the 510k#: k021819.